Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was conducted. The part was received in fair condition. The right side of the awl tip, when viewed with the shaft curve facing down, was missing. The break occurred at the approximate position where the undercut for the awl starts. The section of broken off awl tip was not returned. The center of the handle has impact marks around the center cannulation. The measurable relevant product features meet specification. Placeholder.

Event description:
It was reported there was a stripped t-handle used for insertion of a screw on a trochanteric fixation nail system and a broken off tip of a curved awl. A (B)(6) year old female underwent an intramedullary nailing of a femur on (B)(6) 2013. While the surgeon was inserting a lag screw, the tip of the trochanteric fixation nail screw inserter handle spread, causing it to strip. The tip of the curved awl completely broke off as the surgeon was inserting the awl into the femur. The surgeon attempted to retrieve the tip of the awl and was not able to do so; it remains in the patient. It was reported that surgery was not delayed due to the event and that surgery was successfully completed with a backup device. There was no reported injury to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.a review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Pt identifier: (B)(6). Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.